Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implantable pump. The indication for use was spinal pain indications. The patient reported that they started to feel pain yesterday at the tubing site in their back. The patient can feel a lump there. The patient was in the ER (emergency room) now with pain and they were not sure if there was an infection or an issue with the pump. The agent provided the patient with the nas (national answering service)contact number for the medical team as needed to page a company representative. The patient stated they did try to call their healthcare provider¿s office but he was out until monday. Additional information received from the patient indicated that the patient's pump got infected and they needed a list of physicians for them to call. Patient services sent physician listings to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.